Manufacturer narrative:
Investigation results will be provided in the final report. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that when the patient presented in-clinic, several capacitor maintenance tests were performed and all had timed out. The device was explanted and replaced. The patient was stable before and after the procedure.

Manufacturer narrative:
The reported event of charge time out was confirmed after reviewing the high voltage charge log. The device was cut open, and the device electronics charged known good hv capacitors to full energy normally. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.